Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.